Event description:
It was reported that the pump displayed a malfunction 16 code, and there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant adverse impact. Technical support assisted the customer with resetting the pump; however, the malfunction code recurred, prompting the decision to replace the pump. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery and has been instructed to return the defective pump using a pre-paid label.